Manufacturer narrative:
UDI -- (B)(4). Multiple attempts to obtain the sample have not been successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, a certas plus valve was occluded after implant and was revised. The valve was not draining csf. No adverse consequences to patient were reported.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h10. The device was returned and evaluated. The valve was visually inspected; needle holes in the needle chamber were noted as well as the tear/cut in the silicone housing around the siphon guard. The valve was tested for programming, and flushed; no issues found. Leak and reflux testing could not be performed due to damage to silicone housing. The siphon guard was removed form the valve and tested; the valve passed the test. The valve was dried and pressure tested, and passed. No root cause could be determined for the occlusion reported, as the technician was unable to confirm the problem reported by the customer. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Due to the condition of the returned device, the reported issue could not be confirmed. Trends will continue to be monitored for this and similar issues. At present, we consider this investigation closed.